Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. During troubleshooting with tandem technical support (cts), it was identified that air bubbles were observed in the infusion set tubing. Cts guided customer to prime out air and resume insulin delivery successfully. Customer declined further troubleshooting with cts as customer was able to resolve elevated bg issue.